Manufacturer narrative:
Findings: pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched case. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on the top left corner and right corner at a 45 degree angle up towards the top of the pump. The customer stated also that there is scratched on the screen and difficult to see. The customer stated that the occurred because of normal tear and wear. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.